Manufacturer narrative:
Continuation of d10: product ID evfxplus-29 (serial: (B)(6)); product type: 0195-heart valves; product ID d-evolutfx-2329 (0012221293); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was fully deployed at a depth of 3 mm on the non-coronary cusp (ncc) and 3 mm on the left coronary cusp (lcc). The delivery catheter system (dcs) was withdrawn from the patient. A post-implant echocardiogram revealed, paravalvular leak. A post-implant balloon aortic valvuloplasty was performed; however, the contralateral pigtail catheter became stuck behind the frame while attempting to cross the implanted valve. Subsequently, the valve embolized above the sinotubular junction on both the ncc and lcc. A second valve and dcs were inserted into the patient. An attempt was made to implant the second valve, but this was unsuccessful for an unspecified reason. The second valve and dcs were withdrawn from the patient. A non-medtronic valve was implanted in the patient. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was fully deployed at a depth of 3 mm on the non-coronary cusp (ncc) and 3 mm on the left coronary cusp (lcc). The delivery catheter system (dcs) was withdrawn from the patient. A post-implant echocardiogram revealed paravalvular leak (pvl). A post-implant balloon aortic valvuloplasty was performed; however, the contralateral pigtail catheter became stuck behind the frame while attempting to cross the implanted valve. Subsequently, the valve embolized above the sinotubular junction on both the ncc and lcc. A second valve and dcs were inserted into the patient. An attempt was made to implant the second valve, but this was unsuccessful for an unspecified reason. The second valve and dcs were withdrawn from the patient. A non-medtronic valve was implanted in the patient. No additional adverse patient effects were reported. Additional information was received that the valve was deployed over a non-medtronic guidewire at a deployment starting point at the bottom of the pigtail catheter. Mild-moderate pvl was observed via the echocardiogram. The second valve and dcs were unable to be advanced past the dislodged valve.